Event description:
Reporter stated coaguchek xs system had been reading low, around 1.4 inr, over the course of several days. The customer kept increasing his coumadin dose on his own. The specific dosage is not known. Approximately 4 days later, the customer tested on the coaguchek xs system and obtained a result of either 1.5 inr or 1.6 inr. Within a "few hours" he went to the hospital. The customer received an unknown "high" reading at the hospital. The customer was admitted to the hospital for a "few hours" and then released. No treatment information was provided. The customer has since recovered and is currently feeling fine. Exact details not available. Information received from daughter. Customer is in egypt for an extended period of time and not available to talk to. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.